Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient experienced discomfort at the scs ipg pocket site in addition to the scs ipg being tilted. The patient was initially scheduled to have the device repositioned; however, the physician elected to explant and replace it. The issues resolved with the surgical intervention.